Event description:
It was reported that the ilet user accidentally deployed an infusion set from its applicator prior to insertion and then completed a full supply change to resume insulin delivery, with replacement supplies arranged and education provided on correct deployment and connection. There were no reported symptoms. Outcomes included successful continuation of insulin therapy without escalation of care. Investigation included customer counseling and troubleshooting regarding correct infusion set handling. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.